Event description:
On 7/21: customer reported that during initial room power up, the console would not provide any values or information, room was not functional, unable to be used. No patient injuries associated with this event. There is a potential of injury with this event.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot problem with assistance from generator manufacturer sedecal technical support and found a blown fuse (3p6). Fse replaced the fuse, and the generator powered up properly. Fse verified proper operation per sedecal generator service manual. System returned to full service by the customer.